Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.

Event description:
A touch screen issue was reported with the adc device. A customer was unable to obtain readings and experienced a loss of consciousness. An ambulance was called, and paramedics measured the customer's low blood glucose value (result unspecified) and administered a glucose injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Touchscreen test was performed and touchscreen responded properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touch screen issue was reported with the adc device. A customer was unable to obtain readings and experienced a loss of consciousness. An ambulance was called, and paramedics measured the customer's low blood glucose value (result unspecified) and administered a glucose injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touch screen issue was reported with the adc device. A customer was unable to obtain readings and experienced a loss of consciousness. An ambulance was called, and paramedics measured the customer's low blood glucose value (result unspecified) and administered a glucose injection for treatment. There was no report of death or permanent injury associated with this event.